Event description:
A customer reported that their pump battery would not charge, despite using a tandem charging cable and attempting to charge it via a wall outlet. There was no adverse impact on the customer's blood glucose level. Technical support advised the customer to try different wall adapters and cables, but the issue persisted. Consequently, it was resolved that the pump would be replaced under warranty. The customer was instructed to use multiple daily injections as a backup therapy to ensure continued insulin delivery. Additionally, instructions were given for returning the problematic pump, including placing it into storage mode and using a pre-paid label for the return.